Manufacturer narrative:
The DHR was reviewed and it was verified that there were no anomalies during the manufacturing process. Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device, it is not possible for codman to conduct a proper investigation. Since a lot number has been provided, a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found, then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
It was reported that auto release did not work when the surgeon used the perforator to open the 2nd burr hole. It worked at the 1st time and 3rd times to open the burr hole. The patient¿s condition was stable even it seemed to be contusio cerebri. The number of revolutions of the drill was unknown. The drill was manufactured by medtronic (midas). The complaint detail will be provided by the hospital on (B)(6). The product will not be returned to your site. Additional information: the product was not re-sterilized. The issue occurred when using the product to open 2nd burr hole. When the surgeon opened a total of 3 holes, there was no particular problem with the 1st and 3rd hole. Only for the 2nd hole, the auto release did not work and hurt the dura mater.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The perforator was visually inspected. It was found that the blue sleeve was damaged (deformed) and had possibly been exposed to heat/resterilization. The device was resleeved and functionally tested. The perforator functioned as intended. A review of DHR records was performed; no anomalies were found. Based on the results of the investigation, the issue could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.